Event description:
It was reported that the preloaded intraocular lens (iol) was stuck in the cartridge. Account provided that the lens was loaded as usual; however, it was scratched. Surgery was completed using a back-up lens. There was no reported impact to the patient. The lens is not available for evaluation. No further information was provided.

Manufacturer narrative:
There was no patient contact with the product. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.